Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal procedure and during the surgery, two screws slipped and were replaced to complete the surgery .no impact was reported to the patient. The patient¿s current status was reported as "overall ok".